Event description:
It was reported that the patient had "1 rod" of a spectra penile prosthesis implanted that was "eroding" through his tissue per his physician. The patient would like to replace the single rod with "2 rods or an ipp." No further patient complications were reported in relation to this event.